Manufacturer narrative:
Evaluation summary: on 07/29/2010, no inconsistencies detected the valve will be sent to research and development for functional testing. On 08/11/2010, research and development completed the functional test and concluded with the following: " this valve was explanted at implant due to "severe central insufficiency, type ii-iii." No echocardiography recording was provided, so the behavior of the valve observed in vivo could not be confirmed. Edwards standardized in vitro testing was not able to reproduce any appreciable regurgitation. The measured total regurgitant fraction is more than 4 times lower than the 10% maximum allowed per iso(B)(4). This small amount of leakage appears to be through the stent assembly and/or sewing-ring area, which is typical for this type of bioprosthesis and should reduce to a negligible level shortly after the effect of heparin is reversed during the initial operation." On 08/23/2010, additional information was provided in the translated operative report: no echo pictures were recorded. Diagnostic of patient: high degree of aortic stenosis, defect of double coronary angiosclerosis; echo showed a functional aortic valve with massive restriction of movement; aortic and tricuspid valves heavily calcified; resected large portion of calcified plaque; echo showed relative high central valvular regurgitation; patient was reconnected to heart-lung machine and after opening, there was no defect visually examined. Aortic root was repaired using a bovine pericardial patch in the area of the resected calcified plaque; hancock ii, 25mm implanted as a replacement. Echo showed no defect.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 (time unknown). The patient reported a blood glucose reading of "198mg/dl" with the subject meter (date/time unknown); however, the patient did not specify any additional readings. The patient informed the csr that she manages her diabetes with a combination of medications; however, types of medications are unknown. In response to the alleged issue, the patient claimed that on an unknown date/time she increased her medication, however, the type of medication and dosage are not specified. Two week after the alleged issue began the patient claimed she developed blurry vision and was seeing spots. Two weeks following the reported issue, the patient also alleged that during a doctor¿s office visit she was administered treatment by a health care professional, however, it is not specified what type of treatment she allegedly received. During troubleshooting, the csr confirmed the subject meter was set to the correct unit of measure setting (mg/dl) and the alleged glucose results were from the approved (per owner's booklet) sample site. The csr also verified that the vial of test strips the patient was using had expired. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Device will be returned for evaluation. No reports available. No echo available. This event was determined to be reportable per edwards lifesciences procedures. Customer letter required. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Event description:
Reportedly, the device was explanted at implant due to regurgitation. Per the cer: huge central insufficiency after implant (type ii- iii). No other information provided.